Manufacturer narrative:
(B)(4). It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient's ipg was causing discomfort. It was noted that the battery was too shallow causing heat issues with charging and it rested at the 12th rib which was causing pain. The patient underwent a revision procedure wherein the ipg was replaced per physician's preference. The patient was reportedly doing well post operatively.